Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary, (B)(4): the full lead was returned and per the analysis findings no anomalies were found. Blood/body fluid was noted on all conductors (not obstructed).

Event description:
It was reported that during an implant attempt, the lead was too small for the patient's blood vessel. The lead was explanted and replaced. No patient complications have been reported as a result of this event.